Event description:
At approx 12:45 pm rptr was contacted by phone from physician. The physician stated that he felt the helios portable unit was not working for the pt and that pt almost experienced a cardiac arrest in his office. Dr was asking how you know when the helios portable unit is full. Rptr explains how to check the contents gauge on the unit and to also listen for the "pt triggering" of the unit. He stated that they had a real problem at the clinic today with one of their pts, and that because of the helios, pt almost went into cardiac arrest. He said that he has had problems with the helios with his end stage copd pts and would like all of his end stage copd pts taken off the helios. Rptr called pt's residence about 4:00pm to see how everything went. Pt was in ICU. The next day rptr received a phone call from the hosp stating that pt would be discharged 2 or 3 days later to go home. Dr has discontinued the helios and would like pt on 2 liters per min continuous flow and asked if rptr could bring a tank of oxygen to go home with. Rptr delivered a compressed oxygen tank at 2 liters continuous flow to pt's room for discharge. Rptr met with pt and pt's spouse and their two sons briefly and demonstrated the use of the oxygen tank. When rptr asked pt what happened on monday they told rptr that pt's breathing was really bad and they had to call an ambulance. Pt was on the concentrator at home and the helios portable was filled by pt's spouse before they left the house. Pt said that it was working fine but that they were so sick they needed even more oxygen and several nebulizer treatments which the emt's performed when they arrived. Pt came home with hospice and their concentrator. Rptr arrived at pt's residence to pick up the oxygen equipment and spoke with spouse and pt. Spouse began to discuss what happened on monday. Spouse said that they decided to make an appointment with dr after talking with dr and realized pt was so weak. Spouse filled the helios portable unit with no problem and placed pt on it. Spouse said pt was so weak they barely made it into the car and when they got to the clinic spouse barely made it in the door until they got pt a wheelchair. Pt was in the dr's office within five mins and then they called the emt's. The emt placed pt on their oxygen at number 4 (4 liters) and took pt to the hosp where pt received many breathing treatments until breathing finally stabilized. Pt saw dr a week earlier and prescribed a five day antibiotic and pt finished the medicine and still felt bad. Pt waited over the weekend and then went to dr. Pt used their concentrator the majority of the time and when rptr asked them if they had experienced any problems with their helios portable unit, they both stated no. Spouse said that the helios portable had saved pt's life because it allowed pt to get out of the house and be active, especially when pt was feeling better. Rptr asked if pt thought that the helios was the cause of breathing problems and pt responded "absolutely not".